Manufacturer narrative:
Visual and sem inspection/analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis. The sem report determined the balloon failure may possibly be attributed to a material/processing discrepancy and/or exposure conditions. Tearing with flaps of thinned balloon material were documented at the radial rupture edges. An elliptically shaped rupture origin was documented at the longitudinal portion of the rupture. Partial tearing was found adjacent to the rupture edges. No significant mechanical damage was observed. The inner member and tip separations may also possibly be attributed to a materials/processing discrepancy and/or exposure conditions. Tearing was documented at the separations with the inner member also revealing longitudinal splitting. No significant mechanical damage was observed. The investigation determined the reported balloon rupture appear to be related to user error. The nc traveler balloon dilatation catheter (bdc) was inflated above the rated burst pressure (rbp), to 22 atmospheres (atm) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc traveler rx device is 18 atm. In this case, it is likely the combination of the IFU deviation and the calcified anatomy resulted in the reported balloon rupture. Additionally, the reported patient effect of foreign body in patient appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a calcified right circumflex. A 2.5x20mm nc traveler was advanced to the lesion, inflated once and ruptured at 22 atmospheres. Another nc traveler was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Nab1, h1: type of reportable event changed from malfunction to serious injury code 2199 was removed.

Event description:
It was reported that the procedure was to treat a calcified right circumflex. A 2.5x20mm nc traveler was advanced to the lesion, inflated once and ruptured at 22 atmospheres. Another nc traveler was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified the tip of the device was separated and was not returned. There is the potential that the separated portion remains in the patient. No additional information was provided.